Event description:
It was reported that hcp noticed dressing was wet and medication back tracking out of line. PICC was removed and holes were seen. Securecath used but hole were centimetres from insertion site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hcp noticed dressing was wet and medication back tracking out of line. PICC was removed and holes were seen. Securecath used but hole were centimetres from insertion site. No other information was provided. Treatment:flot/oxaliplatin/5fu clinical notes: had to place a new PICC for last cycle of chemotherapy (third PICC) dwell approx. 10day before planned removal